Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged. Due to the patient¿s vessel condition abnormality, the lead could not be fixed. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.